Manufacturer narrative:
Philips has investigated this complaint. Philips offered the customer a quote to have a field service engineer (fse) evaluate the system on-site, but the quote expired since the customer did not accept the quote, therefore philips did not inspect the device. No additional information could be obtained from the customer. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system had computer issues, which could prevent the system from booting. The system was not in clinical use at the time of the reported event. There was no reported patient or user harm. Due to the lack of information, we are conservatively reporting this event. Philips has started an investigation of this complaint.